Manufacturer narrative:
The device was returned and customer allegation was confirmed. The light guide cover lens was chipped. The distal end lens glue and charge coupled device lens glue had white clouded area. The distal end cover had a scratch. The adhesive of the bending section cover had a scratch. The connecting tube was wrinkled. The control unit angulation was less than the specified value. The natural air supply volume at idle does not meet the standard value. The water removal ability does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air/water flow inside the gastrointestinal videoscope was insufficient. The issue was found during an unknown procedure. The device was returned, and an evaluation revealed clogging of the nozzle with foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.